Manufacturer narrative:
As reported in the legal brief, after an unspecified period of time when an optease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter being embedded in wall of the ivc, an unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The length of time the filter was implanted is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief plaintiff in (B)(6), after an unspecified period of time when an optease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter being embedded in wall of the ivc, an unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment.